Event description:
Devilbiss healthcare was notified of an incident involving a suction unit by a distributor, who stated that the unit "will not suction at all." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned and evaluated and failed initial suction testing. The root cause was determined to be an umbrella-style check valve that had dislodged from the compressor cylinder and a loose manifold. Devilbiss has an active CAPA associated with valve/cylinder complaints.